Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a replace battery now alarm. The blood glucose level was 182 mg/dl. The customer also stated that the anomaly occurred second time. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power error, low battery alert and replace battery now alarm noted during testing. However, power error, low battery alert and replace battery now alarm noted in trace download analysis due to intermittent non-sleep anomaly software error.